Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported that pretty much since implant, they were feeling extra stimulation when they were in front of their kitchen sink. Patient services asked if the patient had any type of appliance nearby and the patient clarified that they had a dishwasher right next to the sink. The patient then stated that there were certain places in the kitchen where they would feel a stimulation increase including the dishwasher and the microwave. The patient stated it was just like "oh, ok this is that spot where I feel this," but wanted to know if they should be worried. Patient services reviewed emi considerations and redirected the patient to follow up with their health care provider (hcp) if they had any further concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what steps were or will be taken to resolve the issue the patient replied that they " needed specifics on getting on (illegible) with device. The patient also wrote that they, "needed to know if I could safely charge my own electric vehicle." When asked if the issue has been resolved, they circled yes. The patient also wrote, " I wear this device 24/7. I need a 24hr hotline. You are an international company. It is not too much to ask."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.